Event description:
It was reported through the research article "impact of hemolysis during micro-axial flow pump support on early outcomes after durable lvad implantation: insights from an international registry", that implantation with the heartmate 3 left ventricular assist device (lvad) following implantation with the impella-micro-axial pump was associated with increased rates of hemocompatibility-related adverse events (hraes). The hraes referenced were hemolysis, stroke, gastrointestinal bleeding, pump thrombosis, and temporary right ventricular assist device (rvad) support, which resulted in an early heart transplantation. The article was a retrospective study focusing on 20 international centers, which included 341 patients between jan2017 and dec2022. The patients included had previously received an impella-micro-axial pump prior to implantation with an lvad, which included the heartmate 3. The results of the study indicated that the hraes occurred more frequently with the rate being 31.9% versus 20.6% (p-value=0.041). The study concluded that the lvad implantation after impella-micro-axial pump support was an independent predictor of post-lvad early hraes.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. University of turin, turin, italy; deutsches herzzentrumder charité, berlin ,germany; university heartand vascular center hamburg, hamburg, germany; heart and diabetes center bad oeynhausen, bad oeynhausen, germany; schüchtermann clinic, bad rothenfelde, germany; universitätsklinikum heidelberg, heidelberg, germany; institute for clinical and experimental medicine, prague, czech republic; university hospitals leuven, leuven, belgium; ospedale san raffaele, milan, italy; university medical center utrecht, utrecht, netherlands; rigshospitalet, copenhagen, denmark; university hospital duesseldorf, duesseldorf, germany; leipzig heart center, leipzig, germany; university of essen, essen, germany; university hospital jena, jena, germany; university of mainz, mainz, germany; unif of kiel, kiel, germany; medical university of vienna, vienna, austria; university hospital cologne, cologne, germany; uz leuven, leuven, belgium loforte, a., gallone, g., lewin, d., bernhardt, a., rojas, s., billion, m., meyer, a., netuka, I., kooij, j., pieri, m., szymanski, m., moeller, c., akhyari, p., jawad, k., krasivskyi, I., schmack, b., farber, g., medina, m., haneya, a., . . . Rinaldi, m. (2024). Impact of hemolysis during micro-axial flow pump support on early outcomes after durable lvad implantation: insights from an international registry. The journal of heart and lung transplantation, 43(4), s128. Https://doi.org/10.1016/j.healun.2024.02.259 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events cannot be conclusively determined. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. The heartmate 3 lvas IFU, revision b is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, hemolysis, stroke, bleeding, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.